Event description:
Customer reported that all of the buttons on the insulin pump became unresponsive. The blood glucose reading was 130 mg/dl. He stated that the insulin pump was not dropped or exposed to moisture. He also stated that he received a button error alarm which he was unable to clear due to the keypad issues. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with up, down, escape and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Device had cracked case at display window corners, battery tube threads, broken belt clips lot, minor scratched and cracked display window, and missing end cap sticker.

Manufacturer narrative:
The insulin pump was received with up, down, escape and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Device had cracked case at display window corners, battery tube threads, broken belt clips lot, minor scratched and cracked display window, and missing end cap sticker.